Event description:
It was reported that the subject device had incompatible scope (e315), scope communication error (b30). The event was found during an unspecified procedure and was finished with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Tac instructed the customer to power off the video system center and xenon light source, clean the scope connector contacts with alcohol, allow them to dry, reconnect the scope, and power the system back on. The customer was also advised to avoid hot-swapping scopes and to test the scopes on another tower if available. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.